Manufacturer narrative:
Addendum to the previous information. Additional information was provided from the patient's attorney. It is alleged the patient experienced pain, infection, urinary problems, bowel problems and dyspareunia. No additional medical records have been provided. There has been no change to the conclusion of this file. In regards to the allegation of infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ as was previously reported no definitive conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
As previously reported: on (B)(6) 2007 - patient was diagnosed with stage 2 post hysterectomy pelvic organ prolapse, cystocele, rectocele and vault prolapse with urodynamic stress incontinence. The patient underwent a laparoscopic sacral colpopexy, bilateral paravaginal defect repair, burch procedure, rectocele repair, cystoscopy, implant of a bard flat mesh and lysis of extensive pelvic adhesions noted to have been from the prior hysterectomy procedure. On (B)(6) 2013 - patient had an annual gynecological exam. Per the exam notes it was noted the patient had "good vaginal support." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum: the attorney's legal claim now alleges the patient experienced pain, infection, urinary problems, bowel problems, prolapse and dyspareunia.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - patient was diagnosed with stage 2 post hysterectomy pelvic organ prolapse, cystocele, rectocele and vault prolapse with urodynamic stress incontinence. The patient underwent a laparoscopic sacral colpopexy, bilateral paravaginal defect repair, burch procedure, rectocele repair, cystoscopy, implant of a bard flat mesh and lysis of extensive pelvic adhesions noted to have been from the prior hysterectomy procedure. On (B)(6) 2013 - patient had an annual gynecological exam. Per the exam notes it was noted the patient had "good vaginal support." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.